Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a atrial fibrillation (afib) in which a smartablate irrigation tubing set was used, the smartablate generator was displaying a "temp above max" when trying to ablate. The cable and catheter were replaced but the issue did not resolve. The smartablate generator to patient interface unit redel cable was also replaced without resolution. The medical team confirmed that there was adequate irrigation coming from the smartablate pump tubing. The smartablate generator was rebooted. No resolution. Afterwards, it was discovered that the irrigation tubing was slightly bent and preventing proper irrigation to the catheter. Once the tubing was straightened out, the issue resolved, and the procedure continued. No patient consequences were reported. Mid-procedure tubing problem is MDR-reportable.